Event description:
Subsequent to the final medwatch report, the following additional information was received: reportedly, the previously placed prolene sutures were tied down and adequate hemostasis was obtained with the protamine sutures and an additional 10 minutes of direct manual pressure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. (B)(4). The device was returned for analysis. The reported failure to deploy was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Uf/importer report # (B)(4). Describe event or problem: fenestrated endograft being performed. The proglide device did not deploy the suture properly and was defective from the manufacturer the piece was given to manager. No patient harm occurred. What was the original intended procedure?: procedure(s): percutaneous 4 vessel fenestrated-evar with pmeg zfen-p-2-28-124-r including distal bifurcate zfen-d-12-28-76-c and stented fenestrations for the celiac, sma, and bilateral renals. Placement od endoanchors through the overlap of proximal and distal grafts covered with esbe-26-39-zt bridging device. Percutaneous access and preclosure of bilateral femoral arteries with 20 fr sheath on the right and 14 fr sheath on the left. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.